Event description:
Same case as MFR# 2134265-2011-04197. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right common femoral artery. The 6-7cm, 100% stenosed target lesion was located in the moderately tortuous and severe calcified right anterior tibial artery. The physician placed a non-bsc guide wire across the lesion. The 2.0mm x 20mm sterling balloon was advanced into the patient. During the first inflation, the sterling balloon ruptured at 4atms. The device was removed intact and exchanged for a 2.0mm x 40mm sterling balloon. During the first inflation, the sterling balloon ruptured at 5atms. The device was removed intact and the procedure was completed with a 1.5-20/90 symmetry balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).